Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room with blood glucose of 240 mg/dl to 290 mg/dl. Customer was treated with bolus. Insulin pump was not on auto mode at the time of incident. The customer declined the troubleshooting for the blood glucose. The insulin pump will not be returned for analysis.